Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution and blood are dried on the lens. The lens appears to have been cut in half, typical of insertion and removal from the eye. One half of the lens with a haptic was returned for evaluation. The lens was cleaned with lphse. Light edge damage is observed. The reported haze is not observed on the lens. Associated products were not provided. It is unknown if qualified products were used. The reported event of haze was not observed. The lens was returned cut in half, typical of insertion and removal from the eye. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via a sample return that the "lens had frosting on it" noted when inserting in eye. Additional information was provided indicating that when the lens was implanted, the surgeon felt it was not clear, had a haze, opted to remove the iol and implant another iol. There was no patient injury.